Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with the description of damaged concealed. Additional information was requested.

Event description:
Additional information received stating that when opened the box the wagon wheel lens/haptic was deformed not loaded or inserted.

Manufacturer narrative:
Additional information was provided in b.5., h.6. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).